Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaints could not be performed as the lot information was not provided. All information was investigated, and the reported migration associated with the clip moving on the leaflets (partial clip movement) appears to be due to patient conditions (thin leaflets). The reported device damaged by another device (dislodged) and expulsion (complete clip detachment) appear to be related to procedural conditions, and due to the second clip interacting with this first implanted clip, causing expulsion of this first implanted clip. Mitral valve insufficiency/regurgitation (mr) appears to be due to the clip moving on the leaflets (migration). Additionally, the reported embolism/embolus appears to be related to the procedural conditions associated with complete clip detachment (expulsion). Mitral regurgitation and embolism are known possible complications associated with mitraclip procedures. Unexpected medical interventions, removal of foreign body and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaints could not be performed as the lot information was not provided. All information was investigated, and the reported migration associated with the clip moving on the leaflets (partial clip movement) appears to be due to patient conditions (thin leaflets). The reported device damaged by another device (dislodged) and expulsion (complete clip detachment) appear to be related to procedural conditions, and due to the second clip interacting with this first implanted clip, causing expulsion of this first implanted clip. Mitral valve insufficiency/regurgitation (mr) appears to be due to the clip moving on the leaflets (migration). Additionally, the reported embolism/embolus appears to be related to the procedural conditions associated with complete clip detachment (expulsion). Mitral regurgitation and embolism are known possible complications associated with mitraclip procedures. Unexpected medical intervention, removal of foreign body and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report.

Event description:
This is filed to report migration, expulsion, device dislodgement, and embolism it was reported on an unknown date, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with an unknown grade. One clip was successfully implanted, reducing mr to an unknown grade. During a scheduled follow-up, echocardiography was performed and it was observed the implanted clip had moved on the leaflets, causing mr to increase to a grade of 4. On (B)(6) 2023 a second mitraclip procedure was performed, to treat the recurrent mr. While implanting an additional clip, the clip came in contact with the implanted clip, causing the implanted clip to detach from both leaflets and embolized. A snare was then inserted and the embolized clip was successfully removed. No additional information was provided.